Event description:
The customer reported obtaining discrepant troponin I (accutni) patient results for one patient, involving the access accutni assay utilized in conjunction with the access 2 immunoassay system. The sample was three times on the same access 2 analyzer (serial number (B)(4)) and generated results of 0.06, 0.01, and 0.01 ng/ml. There was no report of patient injury or change in patient treatment associated with this event. A beckman coulter field service engineer (fse) was dispatched to the facility to assess the instrument.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Quality control (qc) data was within range. The customer had a passing system check on (B)(6), 2013. Calibration also passed on (B)(6) 2013 using reagent lots 230414 and 324171. The fse noted dried wash buffer buildup on the wash carousel. The fse cleaned the wash carousel and adjusted the pinch roller tension. There is no evidence; however, that there is an instrument malfunction. A definitive cause of the event is unknown.